Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/06/2024. The device was sent to suzhou for investigation. Due to a customs issue, the device was returned to the factory for evaluation. The device was returned to the factory for evaluation on 12/13/2024. An investigation was conducted on 01/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact device. The device was loaded onto a reference retractor with no physical or visual difficulties observed. The device was able to be locked onto the reference retractor. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. The lot # 3000370720 history record review was completed. There was an ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the unspecified failure.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,b-5, e-1, g-3, g-6, h-2, h-11, h-12. Corrected section unique identifier (UDI) # d-4: from " (B)(4) " to " (B)(4)."

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer z had broken. There was no delay. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that acrobat-I stabilizer z had broken. A new device was used to complete the procedure. There was no patient harm.